Event description:
The report company received noted the following: according to the patient, the physician failed to diagnose myocardial bridge. The pt received a cordis stent, thus she is alleging permanent injury. The product is not available for evaluation and testing.